Manufacturer narrative:
Insulin pump passed displacement test. However insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime/a33 test, excessive no delivery test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 420 mg/dl. Customer also had blood glucose levels ranging from of 157 to 357 mg/dl. Customer did not report symptoms related to high blood glucose. Customer treated high blood glucose with manual injection. The customer mentioned motor error alarm and a motor position encoder error. Troubleshooting was performed and customer was able to complete rewind. The device will be returned for analysis.